Event description:
Caller reported a malfunction on the pump. There was no reported adverse impact to the customer¿s blood glucose level. After initial assistance from technical support, the customer was provided with information on how to reset the pump, successfully resolving the issue, and was informed to continue using the pump. The customer was advised to call back if the malfunction code recurred, and they acknowledged and understood the instructions.